Manufacturer narrative:
The reported events of failure to capture and sensing noise were not confirmed. A full lead was returned in one piece for analysis. After cleaning the clogged blood on the distal portion of the lead, electrical testing, visual inspection and helix function were normal with no anomalies found. Additional analysis found insulation tubing to be compressed at 26.8 cm to 27.8 cm from the connector pin consistent with clavicle crush.

Event description:
New information received notes that the right ventricular lead also exhibited noise over-sensing.

Event description:
It was reported that the patient presented in clinic for unrelated procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited failure to capture. Rv lead dislodgement and lack of slack were further confirmed by fluoroscopy. The rv lead was explanted and replaced. Patient condition was stable.